Manufacturer narrative:
Device evaluation: the complaint cannot be confirmed. The reported device was not returned for evaluation and there is no evidence provided for problem confirmation. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the "device is over temperature alarm". There was no patient involvement, and no patient harm/adverse event reported.